Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading approximately 480 units of insulin. Customer successfully loaded a new cartridge onto the pump and received an accurate fill estimate. Customer's blood glucose level was 146 mg/dl.